Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was a break in y-junction. As the result, the patient experienced blood leakage. The catheter was implanted in the patient in 2012. The device was pulled and replaced on (B)(6) 2014. No patient injury.

Manufacturer narrative:
Submit date: 08/14/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The sample was provided. The returned product sample consisted of one palindrome sapphire 19/36kt vt catheter which presented signs of usage (blood residues). During visual inspection, a hole could be appreciated on the catheter just below the hub. During underwater test (functional test) bubbles were detected coming out below the hub. The lumen which corresponds to the venous extension presented a significant quantity of bubbles. Moreover, the lumen related to the arterial extension presented just a few. This means that the hole was located mostly on this area (venous lumen). The possible causes were identified. No lot number was provided, therefore, it is not possible to perform a DHR review. This defect has been confirmed. Based on the available information, the probable root cause can be considered most likely as misuse (leak could be caused due to over bending or excessive force). No additional action is required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% pressure testing at the final stage of production, which would identify a leak in the catheter assembly. This complaint will be used for tracking and trending purposes.